Manufacturer narrative:
Concomitant medical products: product ID: 3057, serial# unknown, product type: screening device. Other relevant device(s) are: product ID: 3057, serial/lot #: unknown, ubd: unkn, UDI#: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with a basic evaluation trial device to treat urgency frequency; the trial began (B)(6) 2018. It was reported the trial patient stated that she felt pain after the surgery so she lowered stimulation. On (B)(6) 2018 patient stated that she switched to the left side last night to evaluate the left therapy and she stated it was nothing but painful. She thinks the lead is in not in the proper place. Left side is unable per patient. The data collection was a partial, she did not collect any information between 2 am and 9:30 am this morning. Patient did state that the urgency is giving her time to make it to the bathroom, under control. Unsure if she leaked during her sleeping hours, as she woke up damp but she stated that it could be night sweats as well. On (B)(6) 2018 the patient stated that she was on the left side because the right side caused her pain. No further complications were reported or are anticipated.